Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. Of the questioned samples, one had an erroneous na result. The erroneous result was not reported outside of the laboratory. The customer also mentioned they received noise errors on the analyzer. The sample initially resulted with an na value of 122 mmol/l. The sample was repeated on a different analyzer, resulting with an na value of 144 mmol/l. The repeat value was reported to the doctor. No adverse events were alleged to have occurred with the patient. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that the sipper and vacuum nozzle nuts were loose. The investigation could not identify a product problem. The cause of the event could not be determined.